Event description:
The manufacturer received information regarding an essence rental with ssd. The patient has allegedly passed away. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.